Event description:
The customer's daughter called to report that the customer passed away due to diabetic ketoacidosis. Prior to her death, the customer had high blood glucose levels, and went to the hospital. During the hospitalization, the customer continued to have high blood glucose levels and was coughing all week, before going into cardiac arrest. The daughter did state that the customer was not wearing the insulin pump at the time of her death. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.